Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system was stuck at 00:00 at startup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and tried to reboot numerous times without success. A philips field service engineer (fse) went onsite and evaluated the system. The system logfiles were checked and troubleshooting found the malfunction of the flex vision pc which was stuck in the boot-up stage. The flexvision pc was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc and suggested replacing the dimms as a proactive measure. In addition, fse replaced the hard disk due to the disk not loading the software. Following the replacement of the flexvision pc and hard disk, the system was returned to use in good working order.